Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the first handpiece could not be connected to the motor drive unit. A second handpiece was able to be connected and then would not disconnect. The case was successfully completed with another unit and a third handpiece.

Manufacturer narrative:
Date sent to the FDA: 10/11/2007. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.